Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On may 26, 2017, it was reported that the device would not feed the carrier through and the comb was damaged. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2015 where it was reported that the device had a bent comb and the roller, worn bushings, worn side plates, and damaged comb were replaced and the ratchet was repaired. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on (B)(6) 2017 revealed that the device was unable to be pretested due to the damaged comb. The side plates were gouged and very corroded. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on june 1, 2017 which included replacement of the ball detent, roller, worn bushings, worn side plates, damaged comb, and gears. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the device would not feed the carrier through and the comb was damaged¿ was confirmed since during initial inspection revealed that the device was unable to be pretested due to the damaged comb. The reported event was confirmed since during initial inspection revealed that the device was unable to be pretested due to the damaged comb. The root cause that the device would not feed carrier through and the comb was damaged cannot be specifically determined with the provided information. The issue was resolved with the replacement of the ball detent, roller, worn bushings, worn side plates, damaged comb, and gears. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
Initial inspection revealed that the device was unable to be pretested due to the damaged comb.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device would not feed carrier through and the comb was damaged. No adverse events have been reported as a result of the malfunction.